Event description:
Pcvc placed 12-13-93 and covered with disc patch provided by compnay rep. Skin irritation (1cm & 1cm) noted around cath where covered with patch. Area of irritation r antecubital. Cath & dsg removed 12-26 (patch intended for 10 day use). Irritated raw skin with green dlc. Culture returned neg. Area cleaned daily with peroxide & antibiotic oint. FDA & manufacturer notified by attending md of reaction. Biopatch product to manufacturer. Pt. With no long term sequelae.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: unanticipated adverse reaction - short term. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.